Manufacturer narrative:
UDI = (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 27, 2017 that an accutrac 200 laser fiber was used during a procedure performed on (B)(6) 2017. According to the complainant, laser fiber broke 25cm from the tip. Note: boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
One accutrac 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. The fiber was kinked approximately 35.5 cm from the top of the connector. The condition of the returned device confirms the reported event. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on january 27, 2017 that an accutrac 200 laser fiber was used during a procedure performed on (B)(6) 2017. According to the complainant, laser fiber broke 25cm from the tip. Note: boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.